Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had turned off or turned off unexpectedly and had a return of symptoms. The patient stated that the therapy was turning off by itself. The issue occurred when the patient walked through airport security. The stimulation turned off one time and had not turned back on. The stimulation was still off at this time. The patient had not confirmed the ins status with the patient programmer (pp). The pp was not checked in luggage and was not received upon arrival. The pp will be sent to the patient tomorrow ((B)(6) 2015). The patient was miserable and could not walk without the therapy. This was considered a sudden change in therapy/symptoms. The ins was stated to be a dorsal stimulator. Everything was sorted out later and the patient was squared away.